Event description:
It was reported that during a percutaneous coronary transluminal angioplasty (ptca) procedure, marker band and balloon inflation issues occurred. The 70% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 15x2.5mm apex balloon catheter was advanced for pre-dilatation. Under fluoroscopy, it was noted the marker bands did not appear where they should have been, however they did not look loose. During inflation, there was waist in the balloon and the balloon expanded approximately 3mm proximally beyond the marker band. The device was exchanged for a non-bsc balloon to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device revealed evidence of being inflated with congealed contrast media in the balloon and shaft. A microscopic examination of the markerbands found no damage noted. The distance between the inside edges of the markerbands and the distance between the outside edges of the markerbands were within specification. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). The device could not be inflated due to the congealed contrast media. The device was soaked in warm water but still the congealed contrast media prevented the device from being inflated. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause could not be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary transluminal angioplasty (ptca) procedure, marker band and balloon inflation issues occurred. The 70% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 15x2.5mm apex balloon catheter was advanced for pre-dilatation. Under fluoroscopy, it was noted the marker bands did not appear where they should have been, however they did not look loose. During inflation, there was waist in the balloon and the balloon expanded approximately 3mm proximally beyond the marker band. The device was exchanged for a non-bsc balloon to complete the procedure. No patient complications were reported and the patient's status is stable.